Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results:the complaint could not be confirmed for seal cracked during loading. From the investigation, the device was used succesfully. The seal had been completely unwound and the tension spring and cut prolene tether were received outside of deployment tube.